Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 54075720 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record (B)(4).

Event description:
On (B)(6) 2021, genmark was advised of unexpected negative results, for sars-cov-2, on the eplex rp2 panel tested on (B)(6) 2021. The sample detected coronavirus oc43, human metapneumovirus, human rhinovirus/enterovirus, adenovirus and adenovirus c. The sample was then retested on the rp2 panel where coronavirus oc43, human metapneumovirus and human rhinovirus/enterovirus were detected. A second sample was collected and tested on eplex rp2 and two comparator methods, on (B)(6) 2021, with results as follows: eplex rp2 panel resulting in detection of coronavirus oc43, human metapneumovirus, human rhinovirus/enterovirus targets. Cobas sars-cov-2 & influenza a/b assay. The comparator method generated positive results for sars-cov-2 with CT values of 30.98. Cepheid xpert xpress sars-cov-2/flu/rsv assay which detected sars-cov-2 with a CT value of 35.2.